Event description:
It was reported via literature that some patients who underwent a superficial femoral artery (SFA) Endovascular treatment (EVT) experienced Major Adverse Limb Events (MALE), slow flow, death within 30 days, restenosis, acute occlusion, major amputation, and all-cause mortality post treatment. The study reviewed the clinical outcomes of 900 patients that underwent EVT with a drug coated balloon (DCB) (458 patients) or stenting (442 patients) and had a median follow up period of 17.5 months. The data was gathered on April 2024, and it revealed that 123 cases had MALE. Of the case where stenting treatment was performed, 173 (39%) used an ELUVIA Drug-Eluting Vascular Stent. It was further identified that the patients that underwent EVT with stenting experienced the following adverse events: slow flow, death within 30 days, restenosis, acute occlusion, major amputation, and all-cause mortality post treatment.

Manufacturer narrative:
B2. The Date of Death was not provided for any of the reported deaths. Therefore, the date of death was estimated based on the earliest procedure date noted in the literature article. B3. Event Date was estimated based on the earliest procedure date noted in the literature article. Details of the event, including product information, were not provided to BSC. Because the product lot is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted.Kobayashi T, Takahara M, Fujimura N, Yamaoka T, Matsuda D, Okazaki T, Mochizuki S, Nagatomi S, Shingaki M, Endo M, Hosokawa K, Furuyama T, Shintani T, Sekimoto Y, Uchiyama H, Kyuragi R, Watada S, Morisaki K, Mitsuoka H, Kawai Y, Hayashi K, Shibata T, Kamei S, Obara H, Ichihashi S; ROSEMARY Registry Investigators. Clinical outcomes in patients with chronic limb-threatening ischemia after femoropopliteal intervention with a drug-coated balloon or stenting. J Vasc Surg. 2025 Jul;82(1):164-172.e2. doi: 10.1016/j.jvs.2025.02.010. Epub 2025 Feb 18. PMID: 39978489.